Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer attempted to treat elevated blood glucose by delivering a correction bolus via the pump. Customer was hospitalized for elevated blood glucose (600 mg/dl) and diabetic ketoacidosis and treated with intravenous drip. Customer was discharged from the hospital on (B)(6) 2017 with no permanent damage.